Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event.

Event description:
It was reported that patient underwent total knee arthroplasty utilizing a drill bit on (B)(6), 2011. During the procedure, the drill bit fractured and fell into the patient's wound. The surgeon retrieved the fractured piece from the patient and completed the procedure.

Manufacturer narrative:
Review of returned device shows fracture artifacts consistent with a torsional overload. There are warnings in the package insert for related implants that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture".